Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the left eye three weeks post treatment. The left eye flap was lifted and rinsed for removal of epithelial cells. On (B)(6) 2013, trace cystic ingrowth was noted in the left eye. There was no loss of best corrected visual acuity (bcva) noted.